Event description:
On (B)(6) 2013, the distributer contacted animas and reported a blank display screen. There were reportedly audible tones. There was no adverse event associated with this complaint. This complaint is being reported due to the alleged display issue.

Manufacturer narrative:
Follow-up #1 date of submission 08/02/2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation did not confirm the reported blank display screen issue. The display screen was found to be fully functioning. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).